Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the e8165lso, 6.5 x 38mm e9000 fluted low speed optimum bur,round, was being used during a tympanoplasty procedure on 13oct22 when it was reported, ¿broke 30 seconds into the case. (Head of bur broke from shaft).¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned. Further assessment questions found that the device component fell into the patient and was retrieved with a hemostat. There was no report of delay to the procedure. The current status of the patient was listed as ¿patient at home recovering¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned used device, item e8165lso, found bur head detached from the shaft. Critical dimensions were inspected per print and could not find any discrepancies with machined bur. No defects were found through measurement or examination of the returned product. Evaluation shows that excessive force (load) was used during the procedure, and this device is technique dependent. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised do not use burs for plunge cutting. Injury or damage may occur. Let the bur do the cutting. Excessive pressure is not needed. Ensure the bur is perpendicular with the cutting surface. Do not angle the cutting tool or attempt to force or saw with the bur into the bone. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the e8165lso, 6.5 x 38mm e9000 fluted low speed optimum bur,round, was being used during a tympanoplasty procedure on (B)(6) 2022 when it was reported, ¿broke 30 seconds into the case. (Head of bur broke from shaft).¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned. Further assessment questions found that the device component fell into the patient and was retrieved with a hemostat. There was no report of delay to the procedure. The current status of the patient was listed as ¿patient at home recovering¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.